Event description:
This complaint was submitted by the neonatal dept. There are no depth markings in the tube. The end feeling port is too small, causing feeding device to get stuck on end. The tube material is too stiff, causing mucosal tearing upon insertion.